Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> examination of the returned device revealed the device was chipped. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative:  added: h6 (device)

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device revealed the device was chipped. No broken fragments were returned. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported the femoral impactor was found to have a crack in it. No surgical delay.